Event description:
It was reported that the patient was not rewarming over the last 1.5 hours. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by reviewing the settings and instructions. H3 other text: analysis of data provided by user.

Event description:
It was reported that the patient was not rewarming over the last 1.5 hours. No adverse consequence or clinically relevant delay in treatment was reported.